Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to an infection. An intraoperative wash out was performed, and a new inflatable penile prosthesis was implanted. No further patient complications were reported.